Event description:
A patient reported that, following intraocular lens implant surgery, the patient's eye had a "cat eye" appearance when others look at it (reflection of light seen by others). The patient may obtain a second opinion. The patient does not want pt's surgeon contacted.